Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of large intestine perforation ("possibly perforated my colon") in an adult female patient who had essure inserted (lot no. C55834) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of uterine fibroid, ovarian cyst, allergic rhinitis, bipolar disorder, vaginitis, dysfunctional uterine bleeding, cervical dysplasia, appetite absent, back pain, urinary tract infection, headache, vomiting and nausea. As concurrent condition the report mentioned bleeding menstrual heavy. Concomitant products included abilify (aripiprazole) and linzess (linaclotide). In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016 she experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2017 she experienced ovarian cyst ("cysts on ovaries"). In (B)(6) 2017 she experienced back pain ("lower back pain"). In (B)(6) 2017 she experienced urinary tract infection ("recurring utis") and pelvic pain ("severe and persistent pelvic pain"). In (B)(6) 2017 she experienced heavy menstrual bleeding ("heavy cycles with clotting"). In 2017 she experienced abdominal pain upper ("severe and persistent pain on the sides of my stomach"). Essure was removed on (B)(6) 2019. An unknown time later she experienced large intestine perforation (seriousness criteria medically important and intervention required). The patient was treated with surgery (essure removal). At the time of the report, none of the outcomes for these events were known. The reporter considered abdominal pain upper, anxiety, back pain, depression, heavy menstrual bleeding, large intestine perforation, ovarian cyst, pelvic pain and urinary tract infection to be related to essure administration. The reporter commented: she has not sought medical treatment for lower back pain, perforation. In 2014 she underwent vein surgery. No more than 5 coils noted in both tubes. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2016, essure confirmation test (dye test) was performed. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 28-jan-2020: essure was removed. This case is being submitted retrospectively following an internal review a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of large intestine perforation ('possibly perforated my colon') in an adult female patient who had essure (batch no. C55834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, vomiting, headache, urinary tract infection, back pain, appetite absent, cervical dysplasia, dysfunctional uterine bleeding, vaginitis, bipolar disorder, allergic rhinitis, ovarian cyst and uterine fibroid. Concurrent conditions included bleeding menstrual heavy. Concomitant products included aripiprazole (abilify) and linaclotide (linzess). In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2017, the patient experienced ovarian cyst ("cysts on ovaries"). In 2017, the patient experienced abdominal pain upper ("severe and persistent pain on the sides of my stomach"). In (B)(6) 2017, the patient experienced back pain ("lower back pain"). In (B)(6) 2017, the patient experienced urinary tract infection ("recurring utis") and pelvic pain ("severe and persistent pelvic pain"). In (B)(6) 2017, the patient experienced heavy menstrual bleeding ("heavy cycles with clotting"). On an unknown date, the patient experienced large intestine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the large intestine perforation, urinary tract infection, heavy menstrual bleeding, abdominal pain upper, back pain, ovarian cyst, pelvic pain, depression and anxiety outcome was unknown. The reporter considered abdominal pain upper, anxiety, back pain, depression, heavy menstrual bleeding, large intestine perforation, ovarian cyst, pelvic pain and urinary tract infection to be related to essure. The reporter commented: she has not sought medical treatment for lower back pain, perforation. In 2014 she underwent vein surgery. No more than 5 coils noted in both tubes. Diagnostic results: in (B)(6) 2016, essure confirmation test (dye test) was performed. Batch no: c55834. Production date: 2014-05-14. Expiration date: 2017-05-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 31-may-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.